Event description:
It was reported that this patient on peritoneal dialysis (pd) had a hernia. In additional follow-up, the patient¿s pd nurse stated the patient has an umbilical hernia. It was stated that the umbilical hernia was discovered after the patient started pd therapy (9/8/2022). Per the nurse, the hernia did not require any medical intervention and was under observation only. However, on (B)(6) 2025, the patient experienced a peritoneal leak via the umbilical hernia. As a result, the patient was transitioned to hemodialysis for renal replacement needs and allow the peritoneum to rest. The nurse confirmed that there were no malfunctions with the fresenius cycler, no issues with fresenius products and no overfill events in relation to the discovered umbilical hernia and resulting peritoneal leak. The nurse attributed the umbilical hernia complicated by a peritoneal leak to normal physiology of having pd solution instilled into the peritoneum and the expected increased intra-abdominal pressure because of pd therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s umbilical hernia complicated by a peritoneal leak which resulted in change to hemodialysis modality. Hernia is a well-documented complication in pd patients due to an expected increased intra-abdominal pressure from the dialysate during pd treatment. Medical literature indicated that concomitant hernias in pd patients may result in a leak. Currently, there is no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused the hernia/peritoneal leak. However, due to the temporal relationship of pd with the fresenius cycler and known risk for hernia with this treatment modality, the use of the device cannot be excluded as a contributory factor in this case.

Event description:
It was reported that this patient on peritoneal dialysis (pd) had a hernia. In additional follow-up, the patient¿s pd nurse stated the patient has an umbilical hernia. It was stated that the umbilical hernia was discovered after the patient started pd therapy (B)(6) 2022). Per the nurse, the hernia did not require any medical intervention and was under observation only. However, on (B)(6) 2025, the patient experienced a peritoneal leak via the umbilical hernia. As a result, the patient was transitioned to hemodialysis for renal replacement needs and allow the peritoneum to rest. The nurse confirmed that there were no malfunctions with the fresenius cycler, no issues with fresenius products and no overfill events in relation to the discovered umbilical hernia and resulting peritoneal leak. The nurse attributed the umbilical hernia complicated by a peritoneal leak to normal physiology of having pd solution instilled into the peritoneum and the expected increased intra-abdominal pressure because of pd therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.